Manufacturer narrative:
Based on the current information provided, the cause of the pneumothorax cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and hospitalization. The target nodule was 3-4 centimeters (cm) in size and located in the right hilum 5 cm from the pleura. The procedure was completed as planned without issues. A chest x-ray was performed after the procedure and detected a moderate-sized pneumothorax; however, the patient was asymptomatic. A chest tube was placed to resolve the pneumothorax. The patient remains admitted, but the prolonged hospital stay was due to the patient's comorbid conditions. The physician believed the pneumothorax was not ion-related and would have likely occurred via another modality. There was no device malfunction associated with the event.